Event description:
As stated by the customer 2011-(B)(6): caregiver was changed battery over to charge. Charger on floor, lifted charger to connect the discharged battery, the casing of the charger was open, exposing some wires. The caregiver received an electric shock causing minor burns to palm of left hand. Not reported to arjohuntleigh until (B)(6) 2011. Battery charger could not be inspected as it was removed by 3rd party service agent - has been replaced by 3rd party charger. Original report not attended by arjohuntleigh. See idf and associated documents, photographs attached. This incident was reported by niaic and they have requested info. (B)(4).

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices mfg by arjo hosp equipment ab in (B)(4) will be reported by us, the legal MFR, arjo hosp equipment ab in (B)(4) on behalf of our sales and distribution company in (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.